Event description:
It was reported that an infection and endocarditis occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an infection and endocarditis occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned in segments and was analyzed. No anomalies were found. The outer insulation was breached/cut, and a white substance was present, as well as a cosmetic depression. Blood was found on the proximal conductor (not obstructed) and the distal end of the electrode. The lead exhibited apparent explant damage.